Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient inquired about MRI compatibility and reported that they had a pocket revision in 2019 where the managing health care provider (hcp) deepened the pocket and repositioned the neurostimulator on the same side because the patient stated they could either feel the top or the bottom of the neurostimulator in their buttock. Patient services asked if the issue had always been this way since the patient was implanted or if it occurred as a result of a shifting or movement in the pocket site and the patient stated they did not know. Documented reported event. No further action was taken by patient services. The patient's relevant medical history included the patient reported they had a medial meniscus tear in their knee and needed an MRI which was scheduled for (B)(6) 2022. Patient services reviewed MRI compatibility with the patient and suggested the patient speak with their managing health care provider (hcp) about system options for full-body eligibility. The patient also stated they had an appointment with their primary care physician (pcp) on (B)(6) 2022 and would also consult with them about what to do.